Manufacturer narrative:
For the two reported malfunctions the lot numbers were provided, therefore a lot history review was performed. The devices were returned for evaluation. For one malfunction, the investigation is confirmed for break, stretched and fracture. For another malfunction, the company is still investigating the issue at this time.

Event description:
This report summarizes two malfunction. A review of the reported information indicates that model 1808000 implantable port allegedly experienced break. This report was received from various source. Two patients were involved with no reported patient injury. Two female patient age is 64 and weight is 210 lbs.

Event description:
This report summarizes two malfunction. A review of the reported information indicates that model 1808000 implantable port allegedly experienced break / stretched / fracture / failure to advance / deformation / scratched. This report was received from various source. Two patients were involved with no reported patient injury. Two female patient age is 64 and weight is 210 lbs.

Manufacturer narrative:
H10: for the two reported malfunctions the lot numbers were provided, therefore a lot history review was performed. The devices were returned for evaluation. For one malfunction, the investigation is confirmed for break, stretched and fracture. For another malfunction, the investigation is confirmed for scratched material, deformation issue, stretched and inconclusive for failure to advance. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4, h6 (2524: failure to advance, 2889: deformation due to compressive stress and 3020 - scratched material). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the two reported malfunctions the lot numbers were provided, therefore a lot history review will be performed. The devices were returned for evaluation. For one malfunction based on the sample evaluation the bend was identified in the guidewire. One malfunction the break was identified in inner core wire. The definite root cause could not be determined based on the available information. The devices are labelled for single use

Event description:
This report summarizes two malfunction. A review of the reported information indicates that model 1808000 implantable port allegedly experienced break. This report was received from various source. Two patients were involved with no reported patient injury. Two (B)(6) patients age is (B)(6) and weight is (B)(6).